Event description:
It was reported that the patient was in the ER and his device was no longer working. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient is reporting his device is dead and he is having an increase in seizures. No known surgical intervention has occurred to date.